Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure(event) observed during analysis. Internal insulation abrasion was found at 41.2-41.8cm from the connector pin. The etfe coating was intact at the same location.